Event description:
Rptr complains of dry vagina, joint tenderness, muscle aches, pains and weakness, loss of memory and reflex, chronic fatigue, night sweats, low grade fevers, eye problems, and tingling in legs, arms, eyebrows, hands and feet. (Same rptr referred to in 1002169.)